Manufacturer narrative:
(B)(4). The device was serviced as part of preventative maintenance. Visual inspection, functional testing, a review of the alarm log, and a service history were performed. Visual inspection identified the damaged rubber clamp. The cause of the condition was undetermined. To correct the condition, the rubber clamp was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged rubber clamp. No additional information is available.